Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 3ml ll 24ga 1in tw has been found experiencing 15 occurrences of damaged packages before use. The following has been provided by the initial reporter: outside the packing film separately. The outside packing film is cut abnormally and is easy to tear so the product is contaminated.

Event description:
It has been reported that the syringe 3ml ll 24ga 1in tw has been found experiencing 15 occurrences of damaged packages before use. The following has been provided by the initial reporter: outside the packing film separately the outside packing film is cut abnormally and is easy to tear so the product is contaminated.

Manufacturer narrative:
H.6. Investigation summary: photo evaluation: one photo was returned for evaluation. From the photo, observed individual and torn blister packages. Sample evaluation: 16 actual samples with open package was returned for investigation. The samples were not decontaminated. From the returned samples, observed the blister package was torn due to difficult to tear issue. A review of the device history record revealed no irregularities during the manufacture of the reported lot. The team was able to confirm the customer experience based on the photo and sample evaluation. The returned actual samples have unclear perforation cut lines and caused the full blister tear not achieved resulting in top web paper torn due to difficult to tear apart. Conclusion: at the primary packaging perforation station, there is a perforation knife to create perforated cuts. Probable root cause could be due to perforation knife wear and tear, causing the unclear perforation cut lines. The production technician was unable to detect the bad perforation cut lines, hence parts flow to next process. H3 other text : see section h.10.